Event description:
On (B)(6) 2012, the patient contacted animas, stating that the up arrow button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp paper towel. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage observed to the keypad. The contrast and up buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.